Event description:
Resident was transferred wheelchair to toilet using a floor fit and a toilet sling. The resident was transferred back to the wheelchair, and while the carer was standing behind her, the resident said she slipped away, falling through the toilet sling. The carer catches her with her upper legs and decided to help the resident to slowly go to the ground, bending her own knees. Extra help was called. Resident sustained a bruise on left arm and carer, bruise on left arm and muscle pain in both legs. No treatment was required.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh inc on behalf of the manufacturer arjohuntleigh (B)(4). The device was inspected on-site by a rep of the MFR's sales and service unit subsidiary division, not a direct employee of the MFR. No deficiencies were found with the device. Add'l info will be provided following the conclusion of the MFR's investigation.